Manufacturer narrative:
Concomitant medical products: 4194-78 lead, implanted: (B)(6) 2008. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient was found unresponsive and after being externally paced, it was noted the cardiac resynchronization therapy pacemaker (crt-p) was not pacing. The clinic noted the patient had not been able to get a hold of the patient for follow-up for several years and telemetry was unable to be obtained with the device due to how low the battery was. The patient was externally paced in the hospital and the crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Correction: model #/lot #. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.